Event description:
The medical team in (B)(6) had an impella 5.0 support of over 3 weeks. The 5.0 stopped and was able to be restarted. The pump had been utilized beyond indication. After a few days the abiomed (B)(4) team was further updated that at pump explant there had been thrombus burden dislodged and embolized to the elbow. Surgical removal and thrombectomy was needed.

Manufacturer narrative:
The medical team in (B)(6) discarded all impella pump and sheath product at explant. There can be no investigation to root cause. Should the team share more information that leads to a definate root cause, a supplemental report will be filed. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation for the reported pump stop and limb ischemia issues has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2022-01464 was provided in sections b1, b5, d6, and h6. This report is being filed as part of a retrospective review of historical records.

Event description:
It was also reported that the pump stopped during support. The pump was able to be restarted, and the medical team decided to replace the pump due to the pump stop. There was no harm to the patient due to the pump stop.